Event description:
The customer reported that the 840 ventilator had an erratic display while in use on a pt. There was no pt harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the upper lcd display. The ventilator passed all testing.